Event description:
It was reported that during an unknown procedure the blade was broken on the device. An error code was indicated on the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.